Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain and bone/tissue damage. All components were removed and replaced with cement spacer molds. Patient underwent reimplantation procedure on (B)(6) 2013. Additional information received in patient medical records indicates that the initial right hip procedure occurred on (B)(6) 2003. Additional information received in patient medical records indicates that the first stage of a two stage revision of the right hip occurred on (B)(6) 2012 was due to infection; components removed and placement of an antibiotic spacer was performed. The operative report dated (B)(6) 2012 noted soft tissue reaction, lesion, and draining wound. The second stage revision of the right hip occurred on (B)(6) 2012. Medical records further indicate patient is bilateral. Additional information received in patient medical record indicates the initial left hip arthroplasty occurred on (B)(6) 2001. Additional information received in patient medical records report a left hip revision dated (B)(6) 2012 was due to a dislocation of acetabular component; head and cup replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 2. Early or late postoperative, infection, and allergic reaction. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-03941 / 03942 and 06084 / 06085).